Event description:
Per the clinic, the device was explanted due to reports of pain near the implant site as well as facial nerve stimulation and a decrement in sound quality. Reprogramming attempts were made, however, the issue could not be resolved. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).